Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that log files were received for review following a power outage. Log file analysis captured a no external power alarm while connected to the mobile power unit (mpu). The patient connected to the 14 volt lithium-ion batteries to stop the alarm. Log file analysis captured a backup battery fault alarm.

Manufacturer narrative:
Manufacturer's investigation conclusion: the event, of loss of external power alarms while using the mpu, was confirmed in the submitted log file. The customer submitted heartmate 3 lvas log files for review ¿ noting that there were ac power outages at the patient¿s residence and that the patient changed over to battery operation when that occurred. Technical service reviewed the log file and replied to the customer ¿ noting loss of external power events and a backup battery fault. The event log file contained approximately 8 days of patient event data. There were two loss of external power events that occurred while the patient was using the mpu. The two loss of external power events were approximately 17 hours apart. Both events were approximately 30 seconds in duration. The controller operated on backup battery power during the events. In both events, the mpu was in use when the event occurred and the patient changed over to batteries to resolve event (loss of ac power to the mpu). The mpu was kept in use; no product was returned for evaluation. Set up and use of the mobile power unit (mpu) with the heartmate 3 system are documented in the heartmate 3 lvas patient handbook (rev c p.78) and the heartmate 3 lvas IFU (rev c p. 3-35). Specific warnings and cautions regarding the mpu's set up, the potential tripping hazards presented by the mpu patient cable and power cord, and the electrical outlet used (including location and accessibility) are given in both the heartmate 3 lvas patient handbook (p.79 - 81) and the heartmate 3 lvas IFU (p.3-36 to p.3-38). Alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate 3 lvas patient handbook (rev c p. 207 - ¿alarms and troubleshooting¿; p.219 ¿no external power alarm¿; p.223 power cable disconnected alarm) and the heartmate 3 lvas IFU (rev c p. 7-1 ¿alarms and troubleshooting¿; p. 7-15 ¿no external power alarm¿; p.7-18 power cable disconnected alarm¿). No further information was provided. The manufacturer is closing the file on this event.